Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and the power distribution board. System operates as intended. (B) (4).

Event description:
The customer reported, the system locked up during a procedure. No pt injury was reported.